Event description:
It was reported the pt experiences a shocking or jolting sensation at parathesia area while the stimulator is on. The device has been turned off for about 1.5 months. The pt experienced a little pain along the spine, which the pt has been treating with a heating pad to reduce the pain. The pt would like the device explanted. The manufacturer redirected the pt to contact the health care professional (hcp). On/off options and reprogramming were reviewed. The pt stated they have an appointment with the hcp the following day.